Event description:
It was reported by the rep that the one tx60g was used during a hemicolectomy procedure. It was reported that the surgeon fired the instrument on the bowel, and it appeared to the surgeon that there were staples missing from the staple line. The staple line was closed with suture to complete the procedure. It is requested that the anvil be analyzed for indication that some staples were missing from the cartridge. The or time was extended by five minutes.